Event description:
Related manufacturer reference number: 1627487-2019-08572. Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted and replaced. The issue was resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced stimulation in the wrong location. To restore effective therapy, the physician placed a trial lead at t10-t11 and effective coverage established. Surgical intervention is pending to reposition the permanent lead at t10-t11.